Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject sgs-es device [serial no. (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (40,000 min-1 for the handpiece), and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 40,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 5 minutes into the test were as follows: test point (1): 32.1 degrees c. Test point (2): 29.9 degrees c. Test point (3): 28.6 degrees c. Test point (4): 29.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed debris on the bearing. Nakanishi took photographs of all the disassembled parts and kept them in investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event. The only abnormality nakanishi observed during the evaluation was debris on the bearing during the visual inspection. Nakanishi could not identify the cause, but based on the findings in the visual inspection, as well as many years of experience, nakanishi considers the possibility that the cause of the handpiece overheating was abnormal resistance during rotation due to the soiled bearing. A lack of maintenance caused debris ingress into the bearing, which contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On (B)(6) 2021, nakanishi received a telephone call from a hospital about a problem with an nsk handpiece overheating. The information nakanishi obtained is as follows: the event occurred on (B)(6) 2021. The dentist was performing a dental procedure on a molar tooth of a patient using the sgs-es handpiece (serial no. (B)(4)). During the procedure, the handpiece overheated, resulting in a 1.5cm burn injury on the patient's lower lip. The patient is having follow up visits with a plastic surgeon. According to the dentist, there were no abnormalities observed in the device prior to use.